Event description:
It was reported that the 2600 system had a table motion error message displayed. Also the wiring was damaged and the hand controller would not work. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cable sensor, hand controller, and lateral motion motor were replaced and the wiring was repaired during the service call. The system was tested and found to be working as intended and put back into service. This MDR is related to ge healthcare complaint number.